Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a procedure where this device was used, the patient developed burns. The burns did not show up until days later, and the burns were located where the pad had been placed on the patient's left leg. The procedure performed was an endarterectomy on the left femoral artery. The device had been used with a generator on a setting of 40/40.